Event description:
Reporter indicated that devices diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. X-rays reportedly revealed that one of the lead connector pins had become disconnected from generator, resulting in a loss of therapy to the patient. The patient was reportedly experiencing an increase in seizure activity, but not above pre-vns baseline frequency. Review of manufacturing records for both pulse generator and the bipolar lead revealed no anomalies that would adversly affect device performance. The patient underwent ncp system replacement surgery, during which both the lead and generator were replaced. A generator/lead disconnection was confirmed during the surgery, but attempts to reconnect the original lead to the original generator were unsuccessful in resolving the high lead impedance condition. A break in the lead is suspected. It was reported that the patient had history of grand mal seizures that may have caused trauma resulting in the lead becoming disconnected from the generator and potentially causing a break in the lead assembly.

Event description:
Further follow-up revealed that the pt's condition has improved since ncp system replacement surgery. Neurologist indicated that the pt has resumed to prior efficacy.

Event description:
Product analysis summary: the lead assembly was returned in three pieces without the electrodes. Two lead breaks were identified on the negative coil. Scanning electron microscopy was performed at the areas where the breaks were identified. Scanning electron microscopy identified that the breaks occurred as a result of torsion overload, indicating that the breaks occurred during explant. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead was consistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any conditions that would have contributed to the reported events. The cause of the reported events was not confirmed in analysis, the entire lead was not returned for analysis.